Event description:
It was reported that the customer's insulin pump kept alarming. The blood glucose reading was 19.0mmol/l. Troubleshooting was performed; the device also alarmed motor error and insulin squirted out during the manual prime process. The drive support cap did not appear to be damaged. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump power up properly after battery installation and passed the self test. The device was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Unable to confirm the motor error alarms; the motor was tested outside the device and passed. The unit was received with scratched screen, cracked case at the display window corners and reservoir tube.